Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Functional testing of the device noted failure of the image and articulation tests. Visual inspection noted scratches on the handle, scuffs on the top and bottom cap, rust under the knobs, and damage to the connector housing, cable, and I-tube. Destructive testing identified an insufficient solder joint on the proximal side allowed the steering cable to be separated from the rack actuator which resulted in the loss of articulation. Retraining of the employees responsible for the solder joints during the manufacturing process has been conducted to avoid similar recurrences.

Event description:
A customer reported encountering an articulation issue with their x7-2t model transducer on an ie33 ultrasound system during use. There was no injury associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported encountering an articulation issue with their x7-2t model transducer on an ie33 ultrasound system during use. There was no injury associated with this event.